Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the teflon pad damage. Visual inspections showed that the teflon pad appears to be damaged. A piece measuring approximately 0.267" x 0.057" was missing and was not returned with the accessory. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace instrument was found to have the white rubber part separated from the instrument tip while the customer was cutting the issue. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of the same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer confirmed that no fragment/white parts fell inside of the patient. There was no observed intraoperative collision or misuse involving the instrument. No patient injury was reported.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed. It appears that the teflon pad has separated from the clamp arm, and there might be some thermal damage on it. The blade and clamp arm both seem to have some sort of mechanical indentations/burrs but from this zoom level, it is hard to say for sure. From this angle, it is hard to say if there¿s any missing piece at the tip. Root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument.